Event description:
The physician introduced the needle from the thoracentesis tray into the patient and attempted to introduce the catheter. The catheter was coiled and partially withdrawn and a second attempt made. The catheter could not allow any fluid to pass through and was completley removed and an alternative catheter was inserted successfully. The sheared piece of catheter was revealed by x-ray and removed in the treatment room. No return to the or was necessarydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.